Event description:
A power source alert was reported by the customer, indicating a battery depletion issue. There was no adverse impact to the customer's blood glucose level. To address the issue, the customer was advised against using non-tandem charging supplies, which they had initially used. They agreed to this guidance and understood that these supplies should only be used for troubleshooting when instructed. As a corrective measure, technical support decided to send a replacement tandem wall adapter and charging cable to the customer with two-day shipping. Upon further follow up on 8/11/2025 the customer indicated that the different charging supplies did not resolve the issue and the pump was replaced. Customer indicated they would reach out to their health care provider for an alternate method of insulin therapy while waiting for the replacement pump to arrive.